Manufacturer narrative:
The device, used during treatment, was returned for investigation. The lots of both part numbers were reviewed and found no conditions that could contribute to the reported event. Therefore, the reported product met manufacturing specifications prior to being released for distribution. A complaint history review was performed and found similar reports of the reported issue. A relationship between the device and the reported event could be established. Visual evaluation of the returned device confirmed that the end of the check point pin was burred off. This was likely the result of the checkpoint pin being placed too closely to the cut surface during a previous use. The surgical technique guide released at the time of the complaint provides information on checkpoint pin placement. It states "caution: insert the checkpoints where they will not interfere with bone preparation, and where there is no risk that they will be damaged or removed." . Based on the investigation, the root cause of the issue was most likely due to user error.

Event description:
It was reported that during a procedure, the surgeon attempted to put a checkpoint pin into the femur and after a first attempt noticed the tip of the pin was broken off. It is unknown if the pin was broken at this point or if it had been done before. Results of investigation found that the tip of the pin had been burred of which occurs when checkpoint pin is placed too closely to the cut surface. Based on the visual inspection it was determined that pin was burred of prior to the use in this case as cutting stage had not started when problem was identified.